Event description:
End user reported that while operating the motorized wheelchair in the kitchen, she backed into the refrigerator and allegedly fell out of the seat resulting in an alleged fractured femur of the right leg. The end user reported that she was not wearing a safety belt at the time of the incident.

Manufacturer narrative:
The motorized wheelchair performed as intended upon field eval. End user states that she was operating the motorized wheelchair in reverse and without the use of a safety belt. The owner's manual warns to "always set the joystick/controller speed/response control to be consistent with the surrounding environment" and to always use the safety belt.